Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r reported that on tuesday, the patient met with their manufacturer representative (rep) to set up their ins programs. On wednesday, the patient noticed and informed their representative that group a and c did not have intensity on any program, patient then fixed the intensity settings. The rep wanted the patient to have group b be for adaptive stim and group a and c be not on adaptive stim; group b was what the patient was going to use when they slept since they wanted the intensity to be lower for when they sleep. On thursday, the patient noticed that their settings were still going down to 0 intensity, the patient increased the intensity again and this morning the patient noticed that group b and c were okay but group a was missing (patient services (pss) understood group a was at 0 intensity). The patient contacted their rep again and the rep told the patient to call for a new controller. During call, patient went to see if their adaptive stim was turned on; group a had the adaptive stim on and group b and c had adaptive stim off. Pss reviewed adaptive stim with patient. During call, patient informed pss agent that group a program 1 had intensity at 2.8 and program 2, 3, and 4 had 0 intensity. The issue was not resolved. The caller was redirected to their manufacturer representative (rep) for further assistance on helping the patient sent up their programming correctly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was user error. After their doctor's appointment, the patient met with their manufacturer representative (rep) and reviewed settings- how to change, etc. They noted the owner's manual was not helpful. The issue has been resolved.